Event description:
It was reported that the brakes were broken and a patient fell while transferring to another stretcher. Manufacturer's investigation is ongoing. If additional information is received, a follow up report may be submitted.

Manufacturer narrative:
The customer reported that a nurse pressed the foot end brake pedal thinking that the brakes would be engaged and did not test the brakes to ensure they were engaged. It was reported that the patient received a CT scan of the brain and spine and an x-ray of the hip as a result of the fall. The CT scan of the spine and the x-ray were both negative. The CT scan of the brain revealed a small hematoma on the scalp.

Event description:
It was reported that the brakes were broken and a patient fell while transferring to another stretcher.